Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and usb charging cable. A new wall adapter and usb charging cable were sent to the customer. Additionally, it was reported that the wake button was sticking. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.